Event description:
Event description boston scientific received information that this pacemaker had non capture. The health care professional (hcp) faxed in a strip of ventricular tachycardia for technical services to review. The hcp reported that the threshold measurements were 6.5v @ 1ms on that day.